Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Uas received, the charger was intermittently unable to recognize a battery. Upon evaluation, the u13 8-bit cmos flash micro-controller was corrupted on the bedside board. The cause of the failure is the corrupted u13 component. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery pack.